Event description:
It was reported that: "we had a 25g 1.5" needle break off at the hub from epidural kit. Patient had surgery to have it removed. The needle was in the tissue of her back. It was not in a blood vessel."

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Manufacturer narrative:
Qn#(B)(4). Full UDI is not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on a potential lot number based upon sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "we had a 25g 1.5" needle break off at the hub from epidural kit. Patient had surgery to have it removed. The needle was in the tissue of her back. It was not in a blood vessel.".